Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone#: (B)(6). . Initial reporter fax#: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd venflon pro safety leaked from the valve.the following information was provided by the client:"I have received a complaint regarding venflon pro safety that it is leaking from the valve of 18g cannula from hospital."

Event description:
It was reported that the bd venflon pro safety leaked from the valve. The following information was provided by the client: "I have received a complaint regarding venflon pro safety that it is leaking from the valve of 18g cannula from hospital."

Manufacturer narrative:
H6: investigation summary: two photos were received by our quality team for evaluation. The first photo shows an unused 18g (green protection cap) vps product. The second photo shows a bottom web with batch 1266200 of catalog 393247. A review of the internal manufacturing device records and raw material history files for the reported lot number was performed and no recorded quality problems or rejections to this incident were found. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h10.